Event description:
At 0630 employee began treatment on patient who needed suctioning. Could not get wall suction to work so took portable suction unit to patient for temporary use. Closed ports and tried to adjust pressure but "it couldn't be done". Turned pressure knob down but not off. Hooked suction tube to patient port; leaned over machine to adjust pressure. "The suction canister blew up".